Event description:
The patient reportedly had skin irritation and developed an edema at the implant site. The patient's implant site was drained and a sample was taken for analysis. The analysis results revealed the patient does not have an infection. The recipient continues to be monitored.

Manufacturer narrative:
The patient reportedly underwent repositioning surgery on (B)(6) 2015. The patient is currently under medical treatment.

Manufacturer narrative:
The patient's device has been activated and is reportedly doing well with device.

Manufacturer narrative:
The patient's device has been activated.

Manufacturer narrative:
Subsequent to the reposition surgery the patient was prescribed antibiotics. The patient's incision site has healed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The patient was prescribed antibiotics for three weeks post revision surgery. Additional information on antibiotic treatment was requested; however, healthcare professionals were unable to provide additional information. This is the final report.